Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the insulin gauge remained static at 145 units for a day. The customer's blood glucose level was 196 mg/dl. The customer declined to perform troubleshooting with tandem technical support.